Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have localized melting near the grip base. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the fenestrated bipolar instrument caught fire. The white casing part at the bottom was charred. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument / accessory was inspected prior to use. There was no damage or anything out of the ordinary observed. The fenestrated bipolar had charring on the white part of the instrument jaws. The cannula was inspected prior to use. A pin gauge was not used to inspect the cannula. Arcing was observed; there was a spark from scissor to instrument. The arc ground on fenestrated bipolar. The surgical task being performed when the arcing event occurred was retracting tissue with fenestrated while dissecting with scissors. Monopolar energy was activated when the arcing event occurred. The instrument connected properly. The settings used on the generator/esu was cut: _4____, coag: ___4___. The instrument was in use for approx. 1.5 hours prior to the arcing event. The other instrument that was in use when the arcing event occurred was scissors. The instrument tips did not collide with any other instrument or tool during procedure. The arcing event occurred when the instrument tip was in contact with tissue. The instrument tip did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The surgeon was unsure what caused the arcing event. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event.